Manufacturer narrative:
The device eval is not yet complete. A f/u report will be submitted when the eval is finished.

Event description:
The customer stated that their acuity patient monitoring system rebooted resulting in the loss of centralized patient monitoring for several minutes. This event did not result in any patient safety issues. The customer did not provide any pt info.